Event description:
It was reported that the hinge was broken and the lid was separated from the housing. No patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2. Foreign ¿ hungary. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It has come to our knowledge that this complaint is a duplicate. Upon further investigation, we have confirmed that this event has indeed already been reported under: ref: (B)(4). Report number: 0008031000-2025-00108. Given this information this report will be voided. Please note that any subsequent reports will be performed under report number: 0008031000-2025-00108.

Manufacturer narrative:
It has come to our knowledge that this complaint is a duplicate. Upon further investigation, we have confirmed that this event has indeed already been reported under: ref: (B)(4). Report number: 0008031000-2025-00108. Given this information this report will be voided. Please note that any subsequent reports will be performed under report number: 0008031000-2025-00108.